Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation ongoing.

Event description:
The following was reported to hamilton medical ag: this event was reported to hamilton as ventilator device failed to boot up during start-up. The customer removed the batteries and put them back in and the issue did not return. This occurrence was noticed during preoperational check or after patient ventilating usages. Whether alarms were triggered was not reported. The device logs do not cover the events of the reported fault. This malfunction was not reproducible. There is no patient involvement reported. There was no need for any medical intervention reported. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Investigation ongoing. Hamilton medical ag complaint number: cer (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 were updated with full UDI information as requested.

Event description:
The following was reported to hamilton medical ag: · this event was reported to hamilton as ventilator device failed to boot up during start-up. The customer removed the batteries and put them back in and the issue did not return. · this occurrence was noticed during preoperational check or after patient ventilating usages. · whether alarms were triggered was not reported. · the device logs do not cover the events of the reported fault. · this malfunction was not reproducible. There is no patient involvement reported. · there was no need for any medical intervention reported. · neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.